Event description:
Patient arrived at clinic on (B)(6) 2024 with noted damage to the outer casing of the modular cable. Modular cable replaced. Primary controller with noted defective running symbol. Primary controller replaced.